Event description:
Customer reported an incident during treatment where the prismaflex machine removed too much fluid from the pt. The machine screen showed more than the set amount of fluid was removed. There was no blood loss nor medical intervention reported.